Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 22-aug-2019 from a healthcare professional (hcp) who reported that the pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1000 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The event logs indicated that the motor stall occurred at 12:56 pm on (B)(6) 2019. The stall was active, and the patient was hearing the alarm. No patient symptoms were reported. The pump logs also showed a motor stall on (B)(6) 2019 from 10:35-11:02. The patient had an MRI roughly a week ago, but there was nothing in the logs from that day. No further complications have been reported as a result of this event.